Manufacturer narrative:
H6: investigation summary the customer reported the tubing was leaking, and returned the used sample of model #10010483. The sample was clearly separated in the silicon tubing at the upper fitment, which verifies the complaint. The ring retainer remained attached with a short piece of silicon, and the rest of the tubing was ripped away. There is a known failure mode for improper loading of the pumping segment, we recommend loading the top blue clip into the pump first and then the bottom. A device history record review for model 10010483 lot number 20096231 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Several things could have caused the tear, and the root cause is unknown.

Event description:
It was reported that the as lvp vsa smbore tubing leaked during use. The following information was provided by the initial reporter: "our nurses turned in a different tubing set that is leaking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp vsa smbore tubing leaked during use. The following information was provided by the initial reporter: "our nurses turned in a different tubing set that is leaking."